Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the trocar balloon, valve seal, obturator, lock collar and valve doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy, converted to open unrelated to the device problem. It was difficult to inflate the balloon. To complete the case, the surgeon used an applied trocar. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy, converted to open unrelated to the device problem. It was difficult to inflate the balloon. No patient injury or extension in surgical time. Patient has no injury.